Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion (pbd). The ICD was no longer in service. No additional adverse patient effects were reported